Manufacturer narrative:
Product event summary, (B)(4): the 2.0 controller failed visual inspection and functional testing. Product event summary, (B)(4): the battery passed the functional test but failed external visual inspection . Product event summary, (B)(4): the battery passed the functional test but failed external visual inspection . Continuation of d11 ac adapter: cac013317- product event summary: the cac passed visual inspection and functional testing. Battery: (B)(4)- product event summary: the battery passed the functional test and external visual inspection battery: (B)(4)- product event summary: the battery passed the functional test and external visual inspection battery: (B)(4)- product event summary: the battery passed the functional test and external visual inspection. Battery: (B)(4)- product event summary: the battery passed the functional tests and external visual inspection this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: other devices involved in this event: heartware ventricular assist system - battery: battery /(B)(4)/ model #: 1650de / expiration date: 2015-10-31. UDI #: unk. Device available for evaluation: yes, return date: 2017-10-20. Device evaluated by MFR: yes. Mfg date: 2014-10-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2015-12-31. UDI #: unk. Device available for evaluation: yes, return date: 2017-10-20. Device evaluated by MFR: yes. Mfg date: 2014-12-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries were exchanged due to the associated controller. The batteries were returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
It was reported that the controller (B)(4) had a bent pin in power port 1. The controller (B)(4), six batteries (B)(4) and a controller ac adapter (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller included visual inspection, which revealed damaged pins on power port one of the controller. The damaged pins did not allow a battery to properly connect to the controller, thus confirming the reported event. In addition, batteries (B)(4), and (B)(4) all passed visual inspection and functional testing. Batteries (B)(4) and (B)(4) passed functional testing, but during visual testing, it was observed that the connectors were found worn. A possible root cause for the worn battery connectors can be due to normal wear and/or due to improper handling. The most likely root cause of the reported "controller bent pin in power port one" event can be attributed to a misalignment between the power port and battery output connector. An investigation under (B)(4) was opened for bent/damaged pins on controller 2.0. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model #: 1650de, serial#: (B)(4), model #: 1650de, serial#: (B)(4), model #: 1430de, serial#: (B)(4), model #: 1650de, serial#: (B)(4), model #: 1650de, serial#: (B)(4), model #: 1650de, serial#: (B)(4), model #: 1650de, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a bent pin in power port one.  The controller was exchanged.  No patient complications have been reported as a result of this event.